Event description:
Rptr writes, "this letter is to inform the FDA of two fatalities that occurred during utilization of the galil cryohit device. This device is utilized during percutaneous MRI guided cryoablation of soft tissue malignancies. During two liver cryoablations, we suffered two fatalities. Subsequent examination demonstrated a defective probe was utilized in both cases. The presumed cause of death after an extensive investigation at this time is felt to be due to an air embolus from the leaking probe. We have communicated this info to the co and emphasized the recommendation that the co stress the need for testing each probe prior to each use. We, of course, have incorporated this preparation mechanism in all future procedures. In short, the fatalities are felt to be due to air embolus from a leaking probe. We have taken measures to prevent this adverse event from happening in the future." On january 12, 1999, md performed percutaneous MRI guided cryoablation on a pt. This pt was a 78 year old white male with metastatic melanoma. He had exhausted all known chemotherapy regimens. He reportedly had no surgical options per his oncologist. Both his oncologist and the pt requested experimental percutaneous MRI guided cryoablation of his liver metastasis in order to possibly prolong his existence. He had other extensive metastatic disease on diagnostic images but was symptomatic only from the liver lesions. CT of his liver demonstrated involvement of his entire liver by multiple metastatic lesions. There were two large predominant lesions, which were suitable for percutaneous cryoablation under MRI guidance. The pt requested this procedure be done. Witnessed informed consent was obtained from the pt and his family and all parties were made aware of the risk and benefits as well as the experimental nature of this procedure. On january 12, 1999, CT of the liver was performed prior to arrival in the MRI interventional suite. CT of the liver demonstrated a large amount of ascites in the abdomen as well as multiple metastatic deposits within the liver. The anesthesia svc placed the pt under general anesthesia. A central venous line was placed by md in the right jugular vein prior to institution of anesthesia. A left radial arterial monitoring line was placed by the anesthesia svc for intra-operative continuous blood pressure and pulse monitoring. The procedure was followed per the protocol and was uneventful for aproximately three hrs. During the second freeze cycle (one freeze and one thaw cycle completed) and approximately 45 mins prior to the expected termination of the procedure the pt suffered a catastrophic event. His vital signs had remained entirely stable up until that point. The dr, rptr, and the nurse anesthetist as well as the MRI interventional team were monitoring the pt at which time his pulse, blood pressure, and pulse-ox dropped suddenly and without warning. Within ten to twenty-five secs, confirmation of the validity of these readings was performed at which time code drugs (epinephrine, atropine) were instituted per code blue protocol. The pt was removed from the magnet and cardiac compressions were performed. The ventilation was continued per anesthesia. The time from initial vital sign decline to the institution of epinephrine, atropine, and cardiac compressions constituted approximately 30 to 60 secs. The pt was physically removed from the interventional MRI unit in an effort to utilize the defibrillator as needed. Code blue was continued under the guidance of the staff anesthesiologist. Pulse and cardiac rhythm was never recovered and the code blue was terminated approximately 15 to 20 mins after institution. The medical examiner was notified as well as the pathology dept. Those parties performed an autopsy at the request of dr and rptr. Discussion between dr and rptr yielded the differential diagnosis of massive myocardial infarction, massive pulmonary embolus, or significant internal hemorrhage. Autopsy results failed to demonstrate evidence of any of these entities. Autopsy results demonstrated extensive metastatic disease as expected. Speculation between then and now between dr and rptr as well as several other colleagues raised the question of a syndrome similar to tumorlysis syndrome, rptr speculates that perhaps the thawing process releases a large intravascular load of free potassium or calcium and/or cytokines, which sends the pt into irreversible shock. A second alternative could be related to the proximity of the liver to the heart. Cold blood draining from the cryoablated area into the hepatic veins and then directly into the ivc or right atrium could result in some cardiac shock. Md has elected to halt hepatic cryoablation at this time until these deaths can be adequately explained and suitable measures can be undertaken to prevent a future and similar catastrophic event. Consultation with colleagues, experts in the field of intraoperative cryoablation, and evaluation by the procedure committee will be performed with complete and eager cooperation on md's part. Investigation recently revealed a common cryo probe utilized during both of those cases and only on those two cases. This common probe was evaluated visually and functionally. Visual inspection failed to demonstrate any defect in the integrity of the probe. Functional evaluation involved placing the probe in question as well as a controlled probe in a water bath and activating the cryo and thaw cycles. Additionally, this control probe and the probe in question were both placed within beef soft tissue. The probes were scanned in the CT unit before, during, and after activation of the cryo cycles as well as after removal of the probes. The water bath test and the CT examination both demonstrated a microsocpic breach in the integrity of the probe which, upon activation of the cryo and thaw cycles, delivered copious amounts of gas into external environment. Continued in b6.

Event description:
Rptr writes, "this letter is to inform the FDA of two fatalities that occurred during utilization of the galil cryohit device. This device is utilized during percutaneous MRI guided cryoablation of soft tissue malignancies. During two liver cryoablations, we suffered two fatalities. Subsequent examination demonstrated a defective probe was utilized in both cases. The presumed cause of death after an extensive investigation at this time is felt to be due to an air embolus from the leaking probe. We have communicated this info to the co and emphasized the recommendation that the co stress the need for testing each probe prior to each use. We, of course, have incorporated this preparation mechanism in all future procedures. In short, the fatalities are felt to be due to air embolus from a leaking probe. We have taken measures to prevent this adverse event from happening in the future. This letter outlines details concerning a pt's death during MRI guided percutaneous cryoablation of hepatic malignancy performed on 12/2/98. The pt was a 62 year old white female. She suffered from metastatic breast cancer unresponsive to chemotherapy and radiation. She was evaluated by surgical oncology who felt she was not a candidate for surgical resection. She desired to undergo percutaneous cryoablation of her hepatic metastasis as an alternative and last line therapy. Pre-operative evaluation included oncology, surgical oncology, cardiology, & interventional radiology. No absolute contraindications to this therapy were discovered. Informed witnessed consent was obtained from pt and her family. All parties involved were made aware of the risks and benefits of this procedure as well as its experimental nature. Regarding the procedure itself, the pt was anesthetized by the anesthesia svc. The procedure protocol was followed. Insertion of two cryo probes through right abdominal wall along the mid axillary line was performed. Cryoablation ensued. The procedure was uneventful for the first three to three and one-half hrs. After the second freeze/thaw cycle (during the third freeze cycle) which was approximately 30 mins prior to the predicted termination of the procedure, the pt's blood pressure and pulse dropped suddenly and without warning. Anesthesia worked to confirm that the low blood pressure and pulse was indeed an accurate reading. At the determination of the validity of the low vital signs, the pt was removed from the interventional MRI and a code blue was instituted. Time lapse between initial blood pressure and pulse decline to the institution of CPR was several mins as there was some question of the reliability of the monitoring equipment and the validity of the low vital signs. The code team arrived and the pt was resuscitated after prolonged CPR. She was then transported to the emergency room for stabilization. Evaluation initially revealed and indicated myocardial infarction. Subsequent hospitalization over the next two days yielded the diagnosis of brain death from hypoxia or hypoperfusion with resultant stroke. The pt spent the remainder of her hospitalization within the medical intensive care unit and life support was discontinued approximately two days post-procedure after brain death was confirmed. In an effort to prevent this complication, the decision was made by rptr to place a large bore central venous line for fluid resuscitation as well as an arterial line for continuous vital monitoring during the procedure on all future cryoablation cases. Search for etiology of the pt's code blue included an arteriogram to evaluate for intra and extra-hepatic abdominal hemorrhage as well as a CT of the chest, abdomen and pelvis immediately post-procedure. These diagnostic images demonstrated a small amount of fluid within the peritoneal cavity and a small amount of subcapsular fluid around the liver. The volume of fluid is not felt to be sufficient to explain the pt's hypovolemia or shock. There was no evidence for a pneumothorax. There was no evidence for active hemorrhage on the arteriogram. The CT of the chest, abdomen and pelvis did not yield evidence of mechanical damage to structures other than the tumor within the liver. Investigation recently revealed a common cryo probe utilized during both of those cases and only on those two cases. This common probe was evaluated visually and functionally. Visual inspection failed to demonstrate any defect in the integrity of the probe. Functional evaluation involved placing the probe in question as well as a controlled probe in a water bath and activating the cryo and thaw cycles. Additionally, this control probe and the probe in question were both placed within beef soft tissue. The probes were scanned in the CT unit before, during, and after activation of the cryo cycles as well as after removal of the probes. The water bath test and the CT examination both demonstrated a microscopic breach in the integrity of the probe which, upon activation of the cryo and thaw cycles, delivered copious amounts of gas into the external environment. As the probe is designed to be an enclosed system and this gas (argon and helium) are designed to be cycled through the probe's closed system, a breach in the integrity would deliver these large amounts of gas at approximately 4,000 to 5,000 psi into the body being treated. Given the findings that the probe utilized in both cryo fatalities and only utilized in those two cases was defective, md postulates that the pt's systems were saturated with argon and helium during the procedure. Once saturation was achieved, the micro bubbles remained in their gaseous state and were leached into the vascular system where they pooled in the right atrium and right ventricle resulting in a massive gas embolus. Speculation at the time of the second pt's death between dr and rptr involved the consideration of a pulmonary embolus. However, they visualized a tumor or blood clot embolus and failed to consider a gas embolus. Continued in b6.